Event description:
A customer reported a malfunction on a pump after it got wet and fell into the bathtub. Despite the malfunction, the customer's blood glucose level did not exceed 500 mg/dl, with no adverse impact reported. Technical support resolved the issue by arranging for a replacement pump with updated software to be sent to the customer. The customer was informed about necessary training and the procedure for returning the malfunctioning pump, which they acknowledged and understood.